Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles and gaps in the tubing. Reportedly, the customer filled the cartridge with cold insulin. The customer's blood glucose (bg) level ranged from 150-280 mg/dl. The customer primed the tubing and delivered a bolus to address bg level.